Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17sep2020.

Event description:
The customer reported that the unit failed with 3.3 v voltage rail failed. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The issue was found during testing. The field service engineer (fse) states that the hospital plans to scrap the ventilator because of its age and high maintenance costs.